Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00536. The manufacturer is unable to determine which lead migrated hence both leads are reported. It was reported the patient lost effective stimulation coverage due to lead migration. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where one lead was removed and replaced. Therapy resumed and issue has been resolved.